Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The primary battery was not installed (seated) properly. The se installed the primary battery and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated a high pitched alarm. The ventilator was not in use on a patient at the time the event occurred.